Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to contact support if the issue reappears.